Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 33.9c, targeted temperature (tt) was 36.5c, water temperature (wt) was 27c, flow rate (fr) was 1.2lpm, rewarm from tab, from 35.6c, rate 0.25c/hour, to 36.5c. Guided to diagnostics, water reservoir level 5. Stopped therapy, drained pads and drained 500ml from right side drainage port. Placed device in manual control at 40c and confirmed device heating water appropriately. Disabled manual control and restarted therapy. Per follow up information received via phone on 09dec2024, spoke with rn, who confirmed the device overfill was causing the heating issue. No further issues after water was drained. Therapy completed and device has remained in service.

Manufacturer narrative:
Bd has determined that this issue was confirmed as overfill by user. This is not reportable. Submitting the investigation details as additional information. The reported event was confirmed. The root cause was isolated to the unit being overfilled by the user. Per follow up information received via phone on 09dec2024, spoke with rn, who confirmed the device overfill was causing the heating issue. No further issues after water was drained. Therapy completed and device has remained in service. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir: approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 33.9c, targeted temperature (tt) was 36.5c, water temperature (wt) was 27c, flow rate (fr) was 1.2lpm, rewarm from tab, from 35.6c, rate 0.25c/hour, to 36.5c. Guided to diagnostics, water reservoir level 5. Stopped therapy, drained pads and drained 500 ml from right side drainage port. Placed device in manual control at 40c and confirmed device heating water appropriately. Disabled manual control and restarted therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.